Event description:
The pt underwent unilateral breast reconstruction of an unspecified breast with an implant of 10x16 veritas collagen matrix and an unspecified tissue expander, half-filled (approx 150cc). The procedure went well with no complications. Approx 5-weeks post procedure, the pt complained of pain and redness around the surgical site. The physician prescribed keflex (antibiotic) for an approximate 1-week duration, although cultures were not taken. The physician later noted fluid build-up and took the pt back to the operating room at which time it was noted that the veritas patch had not incorporated into the host tissue and places were able to be pulled out. It was further noted that during the 5-weeks post procedure period, the tissue had been expanded to capacity over the course of 3+ fills (approx 300cc). The drains that were placed during the initial procedure were pulled when the output was less than 30 cc/day (approx 10-14 days post-procedure). It is unk whether the pt had undergone pre- or post-operative chemotherapy or how the breast was repaired. The current status of the pt is unk.

Manufacturer narrative:
No product was returned for eval. The device history record was reviewed. According to the device history record, the device met specification at the time of MFR.